Manufacturer narrative:
Additional information b7. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. H6. Investigation - based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a female patient in her 80¿s, initial right knee implanted on (B)(6) 2011, indicated she has been experiencing numbness and swelling since 2018 which she thought was a normal side effect of the procedure done in both her knees. She sought medical help and was given medication to ease the pain and the swelling. She still takes pain medication as of this writing. She has not been revised, but she received a recall letter showing that she had bilateral implant surgeries. Per her daughter, ¿she will not endure another knee replacement surgery and would likely be open for settlement.¿ no further information.